Event description:
Customer reported that toward the end of the case they switched to manual mode, the ventilation stopped, but the unit alarmed "switch to man". There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.